Event description:
The reporter stated that the pt became unconscious. Emt's were called and they checked her glucose upon arrival at 20 mg/dl. The user's device read 49 mg/dl. She was taken to the hospo after the emt's gave her dextrose.